Event description:
It was reported that the device was explanted approximately after implant duration of 38 months, due to mitral regurgitation. No other details were provided. Info learned though from the operative report.

Manufacturer narrative:
Device not returned.